Event description:
The customer was found unconscious. While waiting on the emergency medical technican, the suspect device was used to check their blood glucose. A result of 126 mg/dl was obtained. The emts said they performed a glucose test and obtained a reading of 18 mg/dl. They were treated with a glucose IV and then taken to the hospital. Controls were not used on the system. The device was replaced.